Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having issues with his sensor. Customer stated that he changed the sensor yesterday and it was time to change at sensor end. Customer got a threshold suspend after eating dinner. Customer's blood glucose was 115 mg/dl but he got the threshold suspend alarm all night long. Customer stated that his blood glucose was 500 mg/dl this morning but his sensor glucose value was below 40. Customer stated that his sensor glucose value was later 59 mg/dl and his blood glucose was at 163 mg/dl. Customer declined troubleshooting because he feels the sensor going into threshold suspend. Customer did not have bent or kinked cannulas on previous sensors. Customer was advised to monitor the sensor and turn it off for 2-4 hours. Customer can then reconnect to the old sensor.